Event description:
Customer reported experiencing issues with her continuous glucose monitor disconnecting and an unresponsive power button. There was no reported impact to the customer¿s blood glucose level. The customer chose not to have a follow-up with technical support, so no further information was gathered.